Event description:
The report received from the affiliate indicates that the hub of the cypher sds was found to be cracked during use in the pt. Another sds was used to complete the procedure. There was no report of pt injury. Add'l pt and procedural details have been requested, but have not yet been forthcoming.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.